Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3008452825-2020-00244, 3005334138-2020-00196, 2030404-2020-00034. During a pulmonary vein isolation procedure, a pericardial effusion occurred. When getting ready to ablate the last vein with a non abbot cryo ablation balloon, an intracardiac echocardiogram revealed a pericardial effusion. The patient became hypotensive and an interventional cardiologist performed a pericardiocentesis and a drain catheter left in the place. The patient was transferred to the intensive care unit for monitoring. There were no performance issues with any of the abbott devices during the procedure.